Event description:
A customer reported that ophthalmic cutting knives were noted to be dull. Procedure details and patient details were not reported. Additional information has been requested. Additional information has been received indicating procedure was completed on the same day by using new knives. Patient harm was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.